Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery test alert and weak battery alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had weak battery alert and failed battery test. The customer¿s blood glucose value was 83 mg/dl. The customer states that the insulin pump was not lasting for more than 2 weeks. The customer was advised to clear the alarm. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The insulin pump will be returned for analysis.